Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer was wearing the pump when she went into the hospital. Customer's blood glucose reading at the time of 911 call was 556 mg/dl. Customer also stated that the insulin pump she is currently wearing is the pump she was hospitalized with the last time she reported hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.